Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. The following system parameters were performing within assay and instrument specifications: quality control (qc), calibration, and system check. In conclusion, the cause of the reproducibly elevated access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported obtaining reproducibly elevated troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for one (1) patient. The initial sample (designated as sample one (1)) from the patient was reanalyzed using the same access 2 immunoassay system and a reproducible result, above the assay's normal reference range, was obtained. A second sample (designated as sample two (2)) from the patient was tested three (3) times and reproducible results, above the assay's normal reference range, were obtained. The customer stated the elevated access accutni+3 results were reported from the laboratory. The customer stated the patient's total ck (creatine kinase) and ck-mb test results were within the laboratory's normal reference range. The patient was transferred to an alternate facility and redrawn. The third sample (designated as sample three (3)) from the patient was tested in triplicate using a roche cobas 6000, and troponin results within the assay's normal reference range were obtained. There was no report of additional change or impact to patient care or treatment in association with the event. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event. A system check passed within published performance specifications prior to obtaining the reproducibly elevated access accutni+3 patient results. The samples were collected in ten (10) ml sodium heparin tubes without a gel separator and tested in two (2) ml cups. Samples were centrifuged for ten (10) minutes at 3600 revolutions per minute (rpm) at room temperature.